Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy, perineorrhaphy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, unable to walk and foul smelling odor. It was reported that patient experienced chronic vaginal discharge, extensive mesh erosion, pain. She underwent anterior and posterior mesh excision, transvaginal repair of rectovaginal fistula, incision and drainage of left ischiorectal fossa abscess with placement of wurd catheter and diagnostic cystourethroscopy on (B)(6) 2009. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.